Event description:
The following additional information was received from the customer: the reported incident occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The issue was observed when the needle was placed through the biopsy valve. Upon exiting the channel at the end of the endoscope, the needle ¿pushed off¿ the ebus balloon. The balloon was quickly extracted from the patient¿s lung, causing less than a 30-minute procedural delay, the procedure was completed with a new balloon. The initial (defective) balloon was properly discarded after the case. Per the customer, it was initially believed that the ¿pack of balloons was defective.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided at the time of this investigation. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an investigation, and the device model number was unknown (at the time that this investigation was conducted), the root cause of the defect phenomenon could not be identified and presumed cause is also unknown. This supplemental report includes additional information received from the customer. New information has been added to the following fields: b5, d1, d4, d10, e2, e3, and g2. Also, a correction has been made to h8 from the initial medwatch. Please note: although the customer provided three serial device numbers of endoscopes used at their facility, they could not confirm the serial number of the device in question. Therefore, the subject device¿s serial number remains unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct b2, b5, and h6 health effect - impact code. The information in b2, b5, and h6 were inadvertently left out from the initial supplemental MDR. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The needles were properly discarded after the case.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information based on the legal manufacturer's further investigation. Based on the investigation, the root cause of the reported event remains undetermined. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00207.

Event description:
The customer reported to olympus that the single use aspiration needle na-u401sx refused to come out of the chamber correctly which caused the endobrochial ultrasound (ebus) balloon to come off into the patient's lung during an unknown procedure. This reportedly caused additional time and work. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: (B)(6)- needle with unknown model number. (B)(6)- bronchovideoscope with unknown model number. (B)(6)- balloon with unknown model number. This medwatch report is for (B)(6).